Event description:
Consumer claims, wife has suffered burn on her upper back near her neck after using ace heat therapy patch for two (2) hours. Antibiotic ointment was prescribed for treatment.

Manufacturer narrative:
No prod has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.